Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The contact (customer's mother) stated that the low bg level was possibly due to over bolusing, as the customer had been given a bolus just prior to bg level lowering. The customer required the assistance of the mother, who gave the customer carbohydrates.